Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, a crack was found in the tubing. There were no patient complications reported as a result of this event. The patient's condition following this event was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, a crack was found in the tubing. There were no patient complications reported as a result of this event. The patient's condition following this event was reported to be good.

Manufacturer narrative:
The reported event of feeding tube cracked. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Residue was present on the device indicating use/ handling. A visual examination of the device found the y-port plug/ caps to be open. The c-clamp was open and placed at the 10.5 cm mark. The external bolster was located at the 4 cm mark and was without issue. The feeding tube was found to present a radial tear/ cut near the 2 cm mark. The condition of the returned unit was consistent with the complaint incident that the feeding tube was torn/split. The tear/ cut surfaces were examined under magnification and striations were noted as if cut by scalpel or similar instrument. If the feeding tube had failed in tension or due to a material defect, the failed surface would not have presented striations. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 14374515 was performed and revealed no issues related to the reported complaint.